Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The delivery system was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown.

Event description:
It was reported that after deploying the filter, the six legs were together when unsheathed and did not open up. A follow up imagine showed that 2 of the legs did open up on one side of the vena cava, with the 4 legs remaining on the opposite side. The doctor felt that there was enough coverage for clots, so the filter remains implanted in the patient. No reported injury to the patient.